Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, temperature was warm at 39-41c. Probe seems to be good. As per part investigation, it was that determined that temperature display out of range was identified as a damaged assy srm buffered temp probe caused by thermal damage along the cable however, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 31dec2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 10jan2022, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of temperature was out of range was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse reported that the smart remote manager displayed a temperature of 99 upon arrival. The unit was powered off. The fse replaced the temperature probe, and the hta passed. The temperature began lowering back into range. The pharmacy technician completed an inventory of the medications in the fridge. During dchu visual inspection p/n 136355-01: the assy srm buffered temp probe received with signs of thermal damage along the cable. During dchu testing p/n 136355-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).